Manufacturer narrative:
According to the initial reporter, it is unlikely that the rti surgical device caused this infection. The DHR was reviewed and the device was manufactured to specifications. Device not returned.

Event description:
On (B)(6) 2016 the patient underwent a spinal fusion. Then during a follow up visit on (B)(6) 2016, the patient showed symptoms of a possible infection. The patient was experiencing back and leg pain as well. The next day, the patient underwent incision and drainage and graft removal as well as the removal of the nanoss 3d product. Then on (B)(6) 2016,the patient underwent a second incision and drainage process with graft replacement with bmp.